Manufacturer narrative:
(B)(4). Investigation / evaluation no product was returned; however, during the course of investigation, a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc), specifications and trends was conducted. Information was provided: "part of the device was retained in the patient post procedure, it was seen on the x-ray. Another procedure was required to remove it." Although requested, no additional information has been provided. This type of failure mode is typically seen after balloon rupture. The customer did not mention rupture, but due to the likelihood of a rupture having occurred, rupture will be assumed in this case unless we receive further information. Per the dfmea: balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. There is a 100% inspection for visual defects and burst test is performed, ensuring the balloon does not burst radially. In addition, the device is 100% inspected per quality control specification, checking the balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. Each device is shipped with an instructions for use (IFU); which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. For balloon deflation and withdrawal, the IFU states, "1. Completely deflate the balloon using an inflation device or syringe. Allow adequate time for the balloon to deflate. Note: balloons with large diameters and/or longer lengths may require longer deflation times. 2. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintain vacuum on the balloon and withdraw the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site. 3. If resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit." The rated burst pressure of the device is 15 atm. A burst was not reported, but if the user exceeded 15 atm then the balloon may have burst due to over inflation. Balloons are designed to rupture linearly, but may burst or tear circumferentially due to angulation or calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst or tear. The user did not report any information as to the patients anatomy and if a burst occurred. The user did not describe the method of attempted withdrawal or if any resistance occurred during withdrawal. If the balloon had burst and the user attempted withdrawal through an introducer/sheath, this could increase the chances of separation as the IFU states to remove the balloon and sheath as a unit if burst occurred and/or if resistance continues to occur after attempting to deflate more (provide more negative pressure). Without additional information or the returned product, it is difficult to determine a root cause for separation and balloon rupture if rupture occurred. We have notified appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
After an unknown procedure, during x-ray, it was noted that a part of the device was retained in the patient. An additional procedure was required to remove it. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After an unknown procedure, part of the device was retained in the patient. It was seen on the x-ray. Another procedure was required to remove it. Additional information has been requested. However it was not available at the time of this report.